Manufacturer narrative:
Per the t:slim x2 user guide, ¿ store the dexcom g5 mobile cgm sensor at temperature between 36°f to 77°f for the length of the sensor¿s shelf life. Storing the sen¬sor improperly might cause the sensor glucose readings to be inaccurate, and you might miss severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 180-224 mg/dl, and the meter bg reading was 72-194 mg/dl. No additional patient or event information was available. Reportedly, the customer did not store the sensor according to manufacture recommendations. A replacement sensor was sent to the customer.